Manufacturer narrative:
Product was received. Additional information will be submitted within 30 days of receipt for this report under complaint (B)(4).

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. (B)(4). This is one of two products associated with (B)(4).

Event description:
It was reported that prowler select plus microcatheter was placed across the neck of the aneurysm and the enterprise was advance through the microcatheter and it would not go. They removed the prowler select plus and the enterprise and used 2 new products, which worked perfectly. They had flush going and did not notice any kinks. No patient injury or issues arose. They place coils after that. There was no adverse event reported, and no medical intervention needed or required to prevent impairment or injury. The device will not be return for analysis and no response letter was requested.

Manufacturer narrative:
It was reported that prowler select plus microcatheter was placed across the neck of the aneurysm and the enterprise was advance through the microcatheter and it would not go. They removed the prowler select plus and the enterprise and used 2 new products, which worked perfectly. They had flush going and did not notice any kinks. No patient injury or issues arose. They place coils after that. There was no adverse event reported, and no medical intervention needed or required to prevent impairment or injury. The device will not be return for analysis and no response letter was requested. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch and carton box of enterprise. No enterprise device was received. The microcatheter was inspected and no damages were noted on it. Just residues of dry blood can be observed on the received device. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (635-002) after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip (residues of dry blood were come out from the distal tip of the received microcatheter). After that the microcatheter was flushed again, and an enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip without any difficulty. The DHR review could not be performing due to the lot number was not provided. The reported failure by the costumer as ¿catheter (body/shaft) ¿ obstructed¿ was not confirmed. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process therefore no corrective actions will be taken at this time. This is one of two products associated with complaint (B)(4).